Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic procedure, the stapler misfired. There was cracking sound and the device would not close/fire properly. It had fired 6 times prior. There was difficulty loading the reload onto the handle after the 6th firing.

Event description:
According to the reporter, the stapler misfired. There was cracking sound and the device would not close/fire properly. It had fired 6 times prior. They used another device and reload to complete the procedure. No patient injury. No medical intervention required.